Manufacturer narrative:
Reporter phone number: (B)(6)

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient experienced an infection. As such, the lead and anchor were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection was treated with hospitalization and IV medication. The infection has been treated/resolved.